Manufacturer narrative:
(B)(4). Evaluation results: (stent not inspected post removal of stylette/protective sheath). Results and conclusions: (incorrect removal of protective sheath).

Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion. When the physician inflated the balloon, it was noticed that the stent was missing. The stent was found outside the patient. There was no difficulties noted when removing device from hoop or during removal of the protective sheath. No patient injury was reported and no additional clinical sequelae reported. Evaluation summary: the hypotube was bent and kinked distal to the strain relief. The balloon had been inflated. Crimp impressions were evident on the balloon. The stent was returned with the device. Eleven stent struts on one side and four on the other side were intact, the remaining stent struts were deformed.